Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Diopter: -12.00. Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and elevated iop associated with excessive vault was noted. The lens was exchanged for a shorter lens and the problem was resolved. Patient's last ucva was 20/20. See MFR report #2023626-2015-01042 for the event on the other eye.